Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the calibration icon "cal" was displayed on the electronic patient gas system (epgs). The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.